Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is completed and/or when add'l info is rec'd from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule was found in the pt's mouth upon awakening from anesthesia. No serious injury to the pt was reported.